Event description:
It was reported that during a hand assisted nephrectomy procedure, the first device was loaded and when they went to fire, the reload came out. It fell into the patient but was retrieved. They reloaded the device and the same thing occurred. Opened a new device and on the second firing, the proximal end staples correctly but the distal end did not. The surgeon proceeded to open the patient to correct the staple line. There was approximately 500ml of blood loss. Currently, the patient has not required blood products and is in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.